Manufacturer narrative:
(B)(4). The describe error was analyzed in the maquet (B)(4) laboratory. The complaint condition was confirmed; the oxygenator was leaking because of a crack at the leur of the blood inlet connector. The cracks could have been caused by inner material stress. (B)(4).

Event description:
On (B)(6) 2012, (B)(6) hospital identified a leak from the leur connector at the blood inlet port of quadrox-I (lot number 70075709). The unit was replaced. An inspection was performed on the unit and it was also determined that the problem also existed with the leur connector of the blood exit connector. (B)(4).